Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the distal portion of the catheter was broken and there was difficulty advancing and withdrawing the device. During a cryoablation procedure, a polaris x catheter was selected for use. While introducing the device, there was difficulty in advancing and then withdrawing it. Upon withdrawal, it was observed that the distal portion of the catheter was broken. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that the distal portion of the catheter was broken and there was difficulty advancing and withdrawing the device. During a cryoablation procedure, a polaris x catheter was selected for use. While introducing the device, there was difficulty in advancing and then withdrawing it. Upon withdrawal, it was observed that the distal portion of the catheter was broken. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been received, pending analysis. Additional information received on march 19, 2026. A photo of the complaint device was provided, showing that the catheter shaft was torn.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with additional information received on march 19, 2026. The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.